Event description:
It was reported that pump experienced malfunction alarm identified by malf 16, with no notable events occurring before issue. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through pump reset, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction alarm appeared again, and customer acknowledged and understood instructions.